Event description:
It was reported that cadd-extension set, pump sounded an occlusion alarm when they went to prime. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No investigation or root cause analysis could be conducted given that no complaint sample was returned.